Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received an unspecified high sensor scan result and experienced symptoms described as delirious, and a loss of consciousness. The customer indicated they self-treated with insulin (dose/type unknown). The customer reported receiving readings of 84 mg/dl (freestyle libre), 44 mg/dl (unspecified meter), 36 mg/dl (sugar), however, it is unknown when they were taken in relation to treatment and how much time elapsed between the comparison results. Customer was seen by a healthcare professional and was treated with ID glucose and no further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The sensor kit expiration date is (B)(6) 2023. The medical event associated with this complaint occurred on (B)(6) 2023 which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received an unspecified high sensor scan result and experienced symptoms described as delirious, and a loss of consciousness. The customer indicated they self-treated with insulin (dose/type unknown). The customer reported receiving readings of 84 mg/dl (freestyle libre), 44 mg/dl (unspecified meter), 36 mg/dl (sugar), however, it is unknown when they were taken in relation to treatment and how much time elapsed between the comparison results. Customer was seen by a healthcare professional and was treated with ID glucose and no further treatment was required. There was no report of death or permanent impairment associated with this event.